Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setscrew was not threaded in the header of the implantable pulse generator (ipg) device and the setscrew was unable to be engaged by the wrench. The ipg was not used and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.